Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. And fecal incontinence it was reported that the patient representative (pt rep) states the device never gave much benefit to the patient. The hcp (healthcare professional) kept wanting the pt to come back once or twice a week to have the device tuned and do all kinds of different stuff. Pt did it 3-4 times and therapy never gave pt any benefit. Then, approximately 6 months after implanted, ins stopped working. Pt went to hcp who called a manufacturer's rep. They determined there was some kind of a battery problem with the ins. It was some kind of a code. Pt rep was not sure what code. Hcp did not seem to be much concerned about it. Hcp said to leave the ins in if it did not bother the pt. The hcp kept saying pt needed to take more pills. Pt rep reported the wires and connections had been removed but the ins was left in pt's body. Pt now needs to have an MRI and pt rep called to find out whether pt could have an MRI. They were called back to address MRI compatibility questions and caller re-reported information already documented in this report stating after 6 months the battery failed the whole unit was dead and completely quit working and never did help, they are considering device removal. (B)(6) 2021 clarification was received from the patient that both the ins <(>&<)> lead are still implanted and that she needs MRI so may need to have them removed. She had therapy initially, but then 6 months after implant it quit working for her, even after multiple attempts to reprogram it. She did not remember who helped her with the device, whether someone at hcp office or a manufacturer's rep, since she has since gone on meds for bowel issues and quit using the device a long time ago. Patient states she stopped feeling stim after 6 months, and doesn¿t know why but thinks there was something wrong with the battery so hasn¿t used it since.